Manufacturer narrative:
(B)(4). The customer provided two photos of the device for analysis. The photos show a cvc in use. The distal extension line appears ballooned and flattened. No other defects or anomalies were observed. The customer also returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material and medication were observed on the catheter body and inside the distal extension line. The distal extension line was returned separated from the catheter. The distal extension line was stretched/ballooned. Visual inspection revealed an accumulation of biological material at the end of the ballooned portion of the extension line. The appearance of the damage is consistent with the over-pressurization. No other defects or anomalies were observed. The ballooned portion of the distal extension line spanned 90 mm from the luer hub. The catheter body length from the juncture hub to the distal tip measured 216 mm, which is within the specification limits of 207 mm - 227 mm per catheter product drawing. The catheter body outer diameter measured 0.095" , which is within the specification limits of 0.094"- 0.098" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the medial and proximal lumen and flushed. The lumen flushed as intended. A lab inventory syringe filled with water was attached to the separated distal extension line and flushed. No blockages or resistance were met; however, the portion of the distal lumen inside the catheter body could not be functionally tested due to the separation of the distal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications. Precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The report of a ballooned extension line was confirmed through investigation of the returned sample. Visual analysis revealed that the distal line was stretched/ballooned. The observed damage appears consistent with damage due to over-pressurization of the catheter which can occur from buildup of biological material/medication or unintentional bending/kinking of the extension line. However, the root cause cannot be determined at this time as the distal lumen inside the catheter body could not be functionally tested. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a central venous catheter (cvc) was inserted into the patient's right internal jugular vein on (B)(6) 2026, and proper placement was confirmed. During a high-pressure CT contrast injection, one of the catheter extension lumens reportedly expanded significantly and subsequently separated from the catheter body. The issue was identified immediately, and it was reported that no patient harm, injury, or adverse health consequences occurred as a result of the event. The patient's current condition was reported as critical; however, no information was provided to suggest that this condition was related to the reported device issue.